Event description:
The customer stated that his blood sugar was higher than usual. He took 2 rxtra units of insulin based on the reading. After an hour, he began to show some symptoms of low blood glucose. He began to sewat and could not see well. The customer did not require medical intervention. The customer ran two normal control tests and got 226mg/dl and 259mg/dl. The range is 89-119mg/dl. The customer had obtained the strips one day earlier from his supplier. The customer stated that the bottle was open when he received ot. Due to the bottle being opened, an expiration date could not be determined. The meter and test strips were to be retruned for evaluation. A replacement meter will be sent.